Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella was noted to be oriented toward the mitral valve, with the inlet positioned beneath the papillary muscle. This malposition resulted in severe mitral regurgitation (mr). Initial attempts to reposition the device were unsuccessful. On a second attempt, the clinical staff successfully pulled back and torqued the pump; however, the anticontamination sleeve fractured during the maneuver. At that time, the patient also exhibited signs of hemolysis, which was resolved following successful repositioning of the device. Despite the correction in pump positioning, the mitral regurgitation persisted. On day nine of support, the patient experienced an episode of ventricular tachycardia (vt) during efforts to wean from extracorporeal membrane oxygenation. The patient remained on impella support following the event.

Manufacturer narrative:
The investigation of positioning issues, product damage (sterile sleeve damage), vf/vt/af/at, hemolysis, and stroke/cva has been completed. Positioning issues: the cause of the positioning issues could not be definitively determined as limited clinical details were provided on when and how the pump came out of position. Hemolysis: clinical details noted that once pump was repositioned, hemolysis resolved. No additional details were provided on when hemolysis was first noted or how long it lasted before resolving. The cause of the hemolysis was most likely improper positioning based on clinical details noting that hemolysis resolved once pump was out of improper position towards the mitral valve and within papillary muscle. Product damage (sterile sleeve damage): clinical details noted that sterile sleeve was torn when attempting to reposition pump out of papillary muscle. The cause of the product damage was most likely a use related issue as the damage occurred when manipulating pump for repositioning. Vf/vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. D6b explant date added b5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30376. H6 health effect - clinical code 1770 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30376.

Event description:
Additionally, the patient was taken to have a cat scan and found that they had endured multiple strokes.